Event description:
It was reported that during a procedure to implant a new right ventricular (rv) lead, the right atrial (ra) lead dislodged. The ra lead was explanted and the atrial port was plugged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pulse generator (ipg) 2013 (B)(6); (B)(4) tissue valve 2012 (B)(6). (B)(4).